Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva tractip laser fiber was used during a ureteroscopy with lithotripsy procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, there was no aiming beam and nothing was breaking up. The laser fiber was pulled out and noted a fracture on the fiber body 3 cm down from the tip with aiming beam escaping out on the side. It was reported that laser energy escaped out on the fractured part of the fiber body. The procedure was completed with a different laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) fiber broke. (B)(4) fiber misfired. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis of the returned laser fiber revealed that there was no exposed glass tip. The pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip was detached. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 38.2%. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 09, 2014 that a flexiva tractip laser fiber was used during a ureteroscopy with lithotripsy procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, there was no aiming beam and nothing was breaking up. The laser fiber was pulled out and noted a fracture on the fiber body 3 cm down from the tip with aiming beam escaping out on the side. It was reported that laser energy escaped out on the fractured part of the fiber body. The procedure was completed with a different laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.